Event description:
A registered nurse reports that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The surgical incision was enlarged to facilitate removal and replacement of the damaged lens. Additional info has been requested.